Manufacturer narrative:
Samples received: none. Analysis and results: there are three previous complaints of this code-batch regarding the same issue. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have not received any sample for analysis. This product expired on 2019-01-31 and the complaint was created and received after the expiry date (complaint created in sap c3 system on 2019-02-13 and received on 2019-02-11), 4 months after the date of occurrence ((B)(6) 2018). Nevertheless, taking into account that there are previous complaints of the same code-batch in which the ampoules received were optically evaluated and a defect in the sealing bar of the ampoules was found, we consider that the complaint is confirmed. The leakage of the glue probably occurred at this point. Reviewed the batch manufacturing record, this product had an incidence not related to this issue and was released fulfilling b. Braun surgical specifications. Please note that temperature and humidity conditions affect the product. Histoacryl should be stored below 22ºc at all times. Final conclusion: taking into account that there are previous complaints that the results of the samples received did not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with 8 histoacryl packs. On the same day, in the endoscopy department, the ampoules of glue had leaked inside the packages. It was noted upon opening the packs; the ampoules appeared to be melted and the glue had hardened. The products were not used due to this malfunction. Additional information was not available. This refers to the eighth pack. Associated medwatches: 3003639970-2019-00252; 3003639970-2019-00253; 3003639970-2019-00254; 3003639970-2019-00255; 3003639970-2019-00256; 3003639970-2019-00257; 3003639970-2019-00258.

Manufacturer narrative:
Correction to h10 this is one complaint. 8 MDR were initially submitted as follows: (B)(4). The investigation results below will serve as the follow up information for all above MDR's associated with this one complaint.. Samples received: none. Analysis and results: there are (B)(4). Previous complaints of this code-batch regarding the same issue. We manufactured and distributed in the market (B)(4). Units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have not received any sample for analysis. This product expired on 2019-01-31 and the complaint was created and received after the expiry date (complaint created in sap c3 system on 2019-02-13 and received on 2019-02-11), 4 months after the date of occurrence (2018-10-16). Nevertheless, taking into account that there are previous complaints of the same code-batch in which the ampoules received were optically evaluated and a defect in the sealing bar of the ampoules was found, we consider that the complaint is confirmed. The leakage of the glue probably occurred at this point. Reviewed the batch manufacturing record, this product had an incidence not related to this issue and was released fulfilling b. Braun surgical specifications. Please note that temperature and humidity conditions affect the product. Histoacryl should be stored below 22ºc at all times. Final conclusion: taking into account that there are previous complaints that the results of the samples received did not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.